Event description:
It was reported, the pt lost stimulation approximately 3-4 months ago, and her ipg will no longer communicate with external devices. The pt stated, she had stopped charging about 4 months ago because she suddenly could not establish communication with her ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.